Manufacturer narrative:
G4:09feb2021. B4:17mar2021. The root cause of navigation-ring failure was determined to be due to liquid ingress. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020; date of report: (B)(6) 2020. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused, or contributed to the event.

Event description:
The biomed reported to philips the navigation (nav)-ring is not moving. The remote manufacture service technician paged a field service engineer (fse) to the biomed site to replace the v60 front bezel. The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient ,or user harm reported. The fse visited the site, and replaced the front bezel per (B)(4). Performed in accordance, and completed all required service activities. The device fully met specifications, and returned to use.